Event description:
It was reported the patient had several lactosorb plates and screws implanted in (B)(6) 2010 for a zygomatic fracture. The patient saw the doctor again on (B)(6) 2010 because there was something swollen on the lower eyelid. The doctor found granuloma and the granuloma along with pieces of the lactosorb implants were removed.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur; states "implantation of foreign materials can result in an inflammatory response or allergic reaction." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 5 different part number / lot numbers implanted in the patient. As the implants had already started their resorbtion process, we are unable to determine what product was explanted. Below is the list of the devices implanted. Part number: 915-2315, lot number: 777210, manufactured date: 1/21/2010, product description: lactosorb screw, 1.5x4mm; 915-2316, 993170, 3/2/2010, lactosorb screw, 1.5x5mm; 915-2413, 874530, 7/14/2009, lactosorb 1.5mm 4 hole straight plate; 915-2427, 506040, 7/24/2009, lactosorb 1.5mm 6 hole curved plate; 915-2412, 630010, 12/2/2009, lactosorb panel, 50x50mm.